Event description:
This pertains to two of two speedband superview super 7 devices used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the scope was removed with the band in place, and an attempt was made to deploy another band outside of the patient, the band did not release. Then an attemp to tighten the wire to ensure proper attachment and placement was made, but the band still could not be released. A second speedband superview super 7 device was installed without being tested outside the patient. This second speedband superview super 7 device also failed to deploy the bands. The same troubleshooting steps used with the first speedband superview super 7 device were attempted by the technician while the resident nurse obtained an additional speedband superview super 7 device. The third device was attached, secured, and tested prior to insertion, using the same application and technique. The bands deployed as intended and the procedure was completed. There was no difficulty setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process instead of at the end of the setup. However, according to the instructions for use (IFU), this step must be performed at the end of the setup to ensure proper device function.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned; therefore, product analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed, which is one of the last steps of the preparation procedure. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. These events type have been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
This pertains to two of two speedband superview super 7 devices used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the scope was removed with the band in place, and an attempt was made to deploy another band outside of the patient, the band did not release. Then an attemp to tighten the wire to ensure proper attachment and placement was made, but the band still could not be released. A second speedband superview super 7 device was installed without being tested outside the patient. This second speedband superview super 7 device also failed to deploy the bands. The same troubleshooting steps used with the first speedband superview super 7 device were attempted by the technician while the resident nurse obtained an additional speedband superview super 7 device. The third device was attached, secured, and tested prior to insertion, using the same application and technique. The bands deployed as intended and the procedure was completed. There was no difficulty setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process instead of at the end of the setup. However, according to the instructions for use (IFU), this step must be performed at the end of the setup to ensure proper device function.